Manufacturer narrative:
Supplemental submitted as investigation concluded the reported event could not be confirmed. The bed was not able to be located by the service tech despite multiple attempts to do so. Unit could not be located for evaluation.

Event description:
It was reported by repair work order that the fowler would drift. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported by repair work order that the fowler would drift. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.